Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. The reporter claims that the device subsequently passed upon re-running tests. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device gave a "treatment forbidden" message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.